Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was displaying chatter, there was loss of capture and the patient received 5 inappropriate shocks. On (B)(6) 2014 the physician tried to cap the pace/sense portion but the case was abandoned because there was complete svc occlusion. On (B)(6) 2014, the pace sense portion of this lead was capped and an old chronic rv lead was used for pace/sense. The lv lead was also capped during this procedure due to dislodgement and the ICD was changed out due to eri. On (B)(6) 2014, this lead was completely explanted and was replaced with a linox smart s 65, sn: (B)(4). The hospital retained this lead. Should additional information be received, this file will be updated.